Event description:
It was reported that a user experienced frequent nocturnal low glucose events after meal announcements while using the ilet system, and a device maladaptation due to misuse was suspected; the device data had not been synced for an extended period and subsequent syncing was slow. Symptoms included hypoglycemia. Outcomes included no reported injury, no hospitalization, and the need for troubleshooting and education. Investigation included customer interviews, attempts to obtain device data, and counseling on next steps including consideration of an advice transfer to a healthcare provider for guidance on a potential factory reset. Investigation of this case revealed that the cause of the hypoglycemia was unclear and that no definitive device malfunction was confirmed due to limited data availability. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.